Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in patients body, patient will likely be required to undergo revision surgery. Update: (B)(6) 2011 - amended litigation was received. Product/lots were identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.